Event description:
The product was returned as an implant failure because of failure to osseointegrate and pain. Based on the report, the pt had good oral hygiene, moderate bone quantity and type 2 of bone quality. Traditional 2 stage surgery was done. Fixture was placed in tooth location #6. The pt had no medical history. The implant was removed because of bone condition and pain. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake or pt behaviour.